Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('non stop bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps daily"), rash ("face breaks out "), mood swings ("mood swings") and depression ("depressed"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain lower, rash, mood swings and depression outcome was unknown. The reporter considered abdominal pain lower, depression, genital haemorrhage, mood swings and rash to be related to essure. The reporter commented: "I still have essure". Concerning the injuries reported in this case, the following one were reported from social media: abdominal pain lower, rash, depression, genital haemorrhage and mood swings. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('non stop bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps daily"), rash ("face breaks out "), mood swings ("mood swings") and depression ("depressed"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain lower, rash, mood swings and depression outcome was unknown. The reporter considered abdominal pain lower, depression, genital haemorrhage, mood swings and rash to be related to essure. The reporter commented: "I still have essure". Concerning the injuries reported in this case, the following one were reported from social media : abdominal pain lower, rash, depression, genital haemorrhage and mood swings. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.